Event description:
Customer reported the system rebooted on its own and changed configuration. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 5v power supply, motherboard, and at communication board. System operates as intended. This MDR is related to ge healthcare complaint.